Event description:
Microscopic examination of the silverhawk distal tip assembly revealed that a stent had been cut and captured by the cutter head/housing assembly. The make or model of the stent could not be determined. No injury to the pt reported.